Event description:
The customer reported the device does not boot up. The fse clarified there was a vent inop condition due to post timer/24v failure. The customer reported there was no patient involvement.